Event description:
Healthcare professional(hcp) reported that patient was injected with juvéderm® volite¿ in for lips rejuvenation. After the injection about 5 days later, patient developed a severe allergic reaction on the lips. Patient experiencing swelling and itching which was improved with oral antihistaminic and prednisolone. On examination edema was controlled by mdx but patient still has the product within their lips with hard consistency. Hcp treated patient with 1ml of hyalase. Symptom status is unknown.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling. A review of the device history record has been completed. No deviations or non-conformances noted.